Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. The reported problem could not be identified as the an unspecific problem was reported. The following alarms were noted: system error (se) 2265, se 2084, low ultrafiltration (uf) alarm, low drain volume (ldv) alarm, and pump error 131. A visual inspection was performed and no issues were found. A power on self-test and a one hour simulated therapy were performed with no issues noted. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported problem could not be identified or duplicated through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro was ¿not working right.¿ the specific issue was not reported. It was not specified when in the therapy this occurred. There was no patient injury or medical intervention reported. No additional information is available.